Event description:
It was reported that the pt had a pocket infection post implant with symptoms of redness and pain. The primary location of the infection was the pocket and the lead track. The pt was tested with total system explant and IV antibiotics. The infection resolved and the pt had a new device system implanted.